Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the patient had multiple episodes of syncope and bradycardia was observed. It was further reported there were increased lead thresholds, oversensing and high/varying impedance. Pacing inhibition was further noted. The device output and pulse width were reprogrammed and the device and lead were later explanted and replaced. No further patient complications have been reported asa result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.